Event description:
The facility reported a blood set involved in an overinfusion. An unknown blood product was infused in twenty minutes instead of two and a half hours. No patient injury or medical intervention was reported. Although attempts were made, details regarding medication involved and infusion rate are unknown. No additional information available.